Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2011. Legal counsel for the patient reports that patient underwent a revision procedure on (B)(6) 2011 due to patient allegations of pain, soreness, dysfunction, loss of range of motion, inflammation, damage to bone and tissue, lack of mobility, elevated metal ion levels and metallosis. A review of invoice history found a total hip arthroplasty procedure also occurred on (B)(6) 2012 and there has been no reported revision procedure. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-04346 / 2014-04347).